Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. The customer stated that the station was showing pocket was empty, but the cubie was loaded and the station was unable to release cubie. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the drawer had failed. Pyxis indicated that the pocket was empty, however the cubie remained loaded and could not be released. Multiple cubie pockets were shown as available for use but could not be opened or released by the pharmacy. Additionally, one cubie pocket was broken and would not close properly, which caused the entire drawer to fail intermittently, as reported by the pharmacy. The field service engineer (fse) logged into the hardware test application and forcibly released the faulty cubies, replacing them with functional cubies. All cubie pockets were tested using the hardware test application and within the pyxis application. The pharmacy technician inventoried the entire drawer successfully with no further issues observed. The system functioned as intended after the field service engineer repaired the device.